Event description:
A report was received from (B)(6) stating that the device had hose damage (excluding rupture). It is unknown if the device was not used in surgery. It is unknown if injury or medical intervention were reported. The date of the event is unk. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).